Event description:
The hospital reported that the surgery was completed, the orthopedic surgeon left the operating room and the incision was being closed. While in the process of reversing the anesthetic, the pt started to spontaneously breath while on the ventilator and buck. Clinician reportedly switched to manual mode of ventilation. The clinician tried to turn the adjustable pressure limiting (apl) valve to open but was only able to turn the valve a couple degrees. The manual rebreathing bag was noted to be expanding. The clinician removed the rebreathing bag from the circuit and switched back to mechanical ventilation mode. The pt was reportedly noted to be in asystole. The pt was in a sitting position and moved to a supine position, given epinephrine, and chest compressions started. The pt's heart rate returned and the pt recovered. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.